Event description:
The reporter stated, that the surgeon had successfully implanted a toric silicone lens model aa4203tf in pt's eye in 2007; however, on pt's post-operative exam, the pt reported seeing double shadows and vision is out of focus. The co-manage physician noted lens was dislocated in pt's eye. The next month, the surgeon removed the lens by enlarging the original incision and put in another model lens and used a suture to close the incision. On last date of exam the following month, pt's ucva is 20/40 and post-op refraction is +100 -225 x 190 and had noted suture irritation to continue with pred acetate & zyrror qid until gone, add gen teal qct. Pt to follow up with od comanage. Reason for lens to become dislocated is unknown.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows one plate haptic is torn off of the lens and is missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.